Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleged that during venous access for an angiogram via right internal jugular, the tip of the catheter detached. The tip remained on the wire and was removed with no further impact to the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. Four unopened units from the same lot were returned from the customer and inspected. All performed within specification. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.